Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up procedure. The imaging showed that the closure device had embolized out of the laa of the patient. Transesophageal echocardiogram (tee) imaging confirmed that the closure device was positioned on the valve of the patient. There were no other complications that were reported to have occurred as a result of this event. Three (3) days later the closure device was successfully retrieved percutaneously. The patient did great following the procedure; there was no valvular involvement or damage noted. The patient was discharged home the next day. The physician plans to wait 2-3 months and then attempt to reimplant the patient with another watchman device.